Manufacturer narrative:
(b)(4).Date sent 8/10/2026.The device upon which this MedWatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500A form.